Event description:
It was reported that during a MRI procedure, the patient reported feeling a "sharp electric shock" extending up their right neck and face. The patient was removed from the MRI scanner and evaluated by a cardiology fellow. The device was evaluated by a company representative and found to be fully functional. It was noted that prior to the MRI scan, the device had been programmed by the company representative to MRI conditional scanning parameters. Follow-up with the clinic revealed that the cause of the shock was not determined or noted in the patient's chart. The patient had been seen in clinic 6 days after the event occurred. The device was interrogated and again exhibited normal and expected function. The patient did not experience any injuries or other complications after the shock occurred. It was noted that the patient remained hemodynamically stable. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Please reference (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator, (B)(6) 2012. (B)(4). Lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.